Event description:
A cold pack leaked on a pt and caused a first degree burn on his scrotum, the hosp treated the burn with cool water and another cold pack was used. Pt was followed up by an rn who was informed by pt that his dr treated the burn with a corticosteroid.